Event description:
During baxter's functional testing of a spectrum pump. The device would not auto restart after a downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant downstream occlusion alarms which would not allow the pump to auto restart. It was determined the cause was high sensor readings and out of specification plate gap. The tubing guide and force sensor were reworked.